Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The contact did not provide a bg value. Reportedly, the customer is working with their health care professional on adjusting the pump settings to address elevated bg levels.